Manufacturer narrative:
(B)(4

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err "!hw" "assert". No additional patient or event information is available. No product was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. The receiver log was reviewed and no errors were observed. Functional testing was performed and there was no failure detected. The reported event of an error icon display was not confirmed during log review. A root cause could not be determined.